Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low refractive power and refractive surprise. Patient under observation. Reportedly, patient is doing well day7 post-op. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.